Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended. However, no systemic issue or product deficiency was identified. The conclusion code was changed to (B)(4).

Manufacturer narrative:
Customer complaint data was reviewed and no adverse trends were identified. Accuracy testing was completed using retained kits of architect stat troponin-I reagent lot 39034un16. An internal troponin-I panel was tested. Acceptance criteria was met, which indicates acceptable product performance. The historical performance in the field of reagent lot 39034un16 was evaluated. The patient medians (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established limit. This evaluation indicated all three levels of the patient medians and the cal f rlu mean were within the established limits. Therefore, no unusual reagent lot performance was identified for lot 39034un16. The architect stat troponin-I reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer indicated that a false positive architect stat troponin-I result of 0.661 ng/ml was generated. The customer was using a cutoff of 0.3 ng/ml. The patient was a (B)(6) male that was experiencing chest pain. The patient was sent to another facility and troponin results were negative. A cardiac catheterization was performed and was negative. The customer retested the original serum sample and negative results of 0.250 and 0.264 ng/ml were generated.